Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's distal tip broke off when inserting the device through the trocar. They were able to locate and remove the piece. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 2/27/2009. Information anticipated, but unavailable at this time.